Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that there were no issues observed with the left ventricular (lv) lead and it was successfully implanted.

Event description:
It was reported that during the implant procedure, when the delivery catheter was inserted into the coronary sinus, an attempt was made to insert the left ventricular (lv) lead, but there was resistance in the insertion of the lead into the catheter. When it was removed from the blood vessel, the appearance of the catheter was checked, and a kinked portion was confirmed. As the kinked part of the catheter did not transmit torque to the lead, the lead¿s operability was affected where the lead could not be operated, so the lv lead was replaced with a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.